Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was further reported the patient was getting zinged a lot at the time of report. It was stated the patient¿s muscles were tightening up and that she was also feeling it down to her toes. It was reported the patient¿s implantable neurostimulator (ins) had been off for a couple of years at the time of report and that she was still getting zinged. It was noted that no accidents or falls were reported. The patient was redirected to her healthcare provider (hcp). A supplemental report will be filed if additional information is received.